Event description:
It was reported that during an orbiotomy surgery, it was discovered that the motor device "would not work¿ and an e2 error code appeared on the console device. The reporter clarified that there was no reported malfunction against the console device. As a result, there was a fifteen to twenty minute delay to the planned surgical procedure. A spare identical device was available to complete the surgery successfully. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.